Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol bard flat mesh device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery for recurrent hernia. The device had become dislodged. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent umbilical hernia repair. A bard/davol bard flat mesh was implanted in the patient during this repair. (On b)(6) 2017: the patient underwent recurrent hernia repair. Upon entering the abdomen, the physician noted "umbilicus was dissected free from the underlying mass. There was found to be mesh that had become dislodged." Ni/ni/ni: the patient continues to experience complications from the failed bard/davol bard flat mesh. The mesh implanted in the patient failed to reasonably perform as intended. The mesh caused serious injury necessitating via invasive surgery and additional mesh to repair the hernia that the mesh was initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.